Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.